Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged. Fluid was still able to flow through the fluid path. The timing and cause of this damage is unknown and cannot be confirmed as contributing to the alleged insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 1935 mmol/l (351 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. Investigation of the pod found the exposed portion of the cannula to be damaged. The device was originally reported due to the patient having high blood glucose levels.